Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as it decreased from 11 months to 8 months within three weeks time period. A request was made to have data from this device analyzed. Reportedly, the decrease in the device battery might also be related to the programmed settings. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service at this time. No adverse patient effects. The device was explanted and replaced. Return information regarding this device is not yet available. No additional adverse patient effects. Additional information received indicates the device will not be returned for analysis as the patient decided to keep the device.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as it decreased from 11 months to 8 months within three weeks time period. A request was made to have data from this device analyzed. Reportedly, the decrease in the device battery might also be related to the programmed settings. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service at this time. No adverse patient effects.